Manufacturer narrative:
Additional information was added to h6 and h10. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked "from the infusion hole". The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.